Event description:
On a knee fusion using zimmer nail and a reconstruction plate, 4.5mm screws pulled out. The pt, who had poor bone quality, went to sit down and the screws pulled out. The screws were later replaced with a wider threaded screw.